Manufacturer narrative:
Hill-rom technical support suggested checking the external piezo buzzer. It is necessary for the hill-rom® 1000 bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the bed exit system operates correctly. Replace worn or defective parts as necessary. Plug the bed into an applicable power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit and brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).